Event description:
I had a breast augmentation with smooth silicone implants performed almost 8 years ago with dr. (B)(6) in (B)(6). I have had various changes to my health after the surgery with the most evident ones occurring on (B)(6) 2021. Prior to (B)(6) 2021, I have developed a gluten sensitivity, gallstones, borderline hypothyroidism and an issue with frequent urination despite having a negative uti test result. Fast forward to (B)(6) 2021 and it began with just a general sense of feeling "off", after that I started to experience memory loss, brain fog, anxiety, dizziness, sensitivity to cold, muscle ache in my back and neck as well as a stiffness in my right pinky finger and random digestive upset. Also, I have developed an alcohol intolerance within the last month when prior to this, I had no adverse effects with consuming alcoholic beverages. To rule out other issues, I had a brain MRI without contrast, lyme blood work, complete metabolic panel blood work, covid19 nasal test and covid19 antibody blood test. All of the tests I had performed came back negative. Prior to the date my major symptoms occurred, I was relatively healthy and previous blood work and urine tests performed last year including a dutch test (urine analysis exam) ordered by my integrative practitioner came back good. I made an appointment with dr. (B)(6) who performed my breast augmentation to schedule a surgery to have the a total capsulectomy and implant removal. He however couldn't guarantee to get 100% of the capsule out which is imperative if you are experiencing an autoimmune type response to the implants and capsules. Because of this, I found a triple board certified plastic surgeon in (B)(6), dr. (B)(6), who specializes in implant removal and total capsulectomy and he is very familiar with previous patients experiencing breast implant illness symptoms. I have a pre-surgical appointment with him on (B)(6) 2021. I hope to have my implants removed as soon as possible. I have copies of the results of the above-mentioned tests and I can provide them upon request. Also, I was known under my maiden name when I had the augmentation surgery which is (B)(6). The only medical devices I have are my breast implants. Currently, no prescription medication. FDA safety report ID # (B)(4).